Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when using the clamp, the clamp is closed but does not adhere to the soft tissue. Procedure completed by hand with thread. There were no adverse consequences for the patient.